Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was unknown. The customer was treated with insulin drip and lantis. The customer reported that the buttons were not working properly. Customer reports they were unable to clear the alarm. The customer reported that the time clock advancing was changed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions.the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with unresponsive buttons and alarmed button error due to corroded lcd board. Unable to verify operational currents or perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test, delivery accuracy test, displacement test or verify unexpected battery power loss due keypad anomaly. The motor and vibrator motor found with traces of corrosion. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.